Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was over infusing (+6.1%). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis in a good condition. During analysis, delivery test was performed, and the pump fail the test. The customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor will be trimmed by service to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.